Manufacturer narrative:
(B)(4). Date sent: 02/10/2020. D4: batch # t5cg91. Device analysis: the analysis results found that the cdh25p device arrived with the anvil missing. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, weld seam separations near battery that was found during the analysis was unrelated to the experience and did not affect the function of the device. The event described could not be confirmed as the device performed without any difficulties noted. No conclusion could be reached on what caused weld seam separations noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass, the powered circular stapler was unable to fire. The indicator was within range and the safety still engaged. The anvil was properly attached but the device would not fire. The screen was illuminated. A second like device was attained from another facility. There was a delay of forty-five minutes. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 02/03/2020.